Manufacturer narrative:
The device was returned and the repair center was unable to confirm the reported malfunction during testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the video on the visera elite video system center sometimes disappears at serial digital interface output two. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon may be attributed to the chip, failed to transmit the image but the cause of the fault could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.